Event description:
A (B)(6) customer contacted customer service about her contour link meter. She tested her blood glucose and received a reading of 8.0 mmol/l using her link meter, while her breeze2 meter read 3.2 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.